Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a carealert was triggered for high impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.